Event description:
It was reported that the patient presented in clinic due to pocket erosion. The pacemaker (pm) was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of erosion could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.